Event description:
It was reported that the programmer's printer was not working. It was further reported that the radio frequency programmer head was not working. The programmer and the programmer head were returned for service, and the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the programmer was returned and analysis confirmed the customer complaint that the printer was not working consistently and it was attributed to a missing gear on the printer drawer, therefore the printer drawer was replaced. Analysis also found a noisy system fan which was replaced, and a loose electrocardiogram (ECG) connector on the link electronic module (lem) board, and the board was replaced. Concomitant products: product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).